Event description:
It was reported that the ventilator was plugged into a working outlet and the unit intermittently alarmed power loss. The patient was removed from the ventilator and placed on a hospital vent. No reported harm to the patient.